Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui pcb. Service engineer upgraded the software only and conducted the final testing.

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) inoperable. There was no patient connected to the device.